Manufacturer narrative:
The field service engineer checked alignments. Siemens continues to investigate. The instructions for use states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2020-00334 was filed for results from the same patient sample using a different lot of reagents on a different day.

Event description:
The customer observed reactive (positive) atellica im 1300 sars-cov-2 total (cov2t) results for a patient on two dates, with two reagent lots, that were considered discordant when compared to repeat non-reactive (negative) cov2g results and alternate methods. The reactive cov2t results were not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00335 was filed on october 13, 2020 reporting that the customer observed reactive (positive) atellica im 1300 sars-cov-2 total (cov2t) results for a patient on two dates, with two reagent lots, that were considered discordant when compared to repeat non-reactive (negative) cov2g results and alternate methods. Additional information - november 2, 2020 the customer obtained reactive (positive) atellica im sars-cov-2 total (cov2t) results for a patient sample using two reagent lots 035 and 001. The reactive (positive) results were considered discordant when compared to the nonreactive (negative) atellica im cov2g results lot 005. The patient sample was also tested on alternate methods and the results were negative. Sample type as serum. The calibration was acceptable and the quality control (qc) results were within the range. No symptomology of the patients was provided. No pcr testing data provided. The cov2t reactive results were repeatedly reactive with lot 035 and 001. The cov2g results were repeatedly non- reactive. Covid total antibody methods and the covid igg methods may not always correlate. The igg method measure igg antibodies and the total detects both igg and igm antibodies. Results depend on timing and testing. Studies indicate that the total assay may have slightly higher sensitivity the closer the patient is to the date of the first positive pcr which could not be provided, than igg or igm alone, and therefore it can help identify those individuals with both prior exposure and recent infection, reducing the potential for false negative results. An igg-only test is better suited for surveillance of people who are in the later, convalescent stage of the virus. Based on the limited information provided siemens did not identify a product problem. No further investigation is required. The investigation findings and investigation conclusions codes have been updated..